Manufacturer narrative:
The insulin pump was received with operating currents within specifications however, had a corroded battery tube. The insulin pump powered up properly after battery installation. And was monitored and no low battery alerts, weak battery alarms or blank display anomalies noted. The insulin pump passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had cracked case at the display window corners, minor scratches on the lcd window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were going through batteries faster than usual. The customer's blood glucose was 11.4 mmol/l at the time of incident. The customer stated that the insulin pump shut off without a low battery alarm. The insulin pump will be replaced and will be returned for analysis.